Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was constant air in line (ail) when starting infusion.

Manufacturer narrative:
H3 and h6 - codes were updated. The suspect pump was returned for evaluation. The event history log (ehl) review showed an error alarm. A 12-month service history review found no indication that the complaint was related to prior servicing of the device. Visual inspection and functional testing were performed, during which the unit failed to detect a cassette with fluid when the air sensor test was conducted. The complainant¿s allegation was confirmed. The air in line sensor and dso seal was replaced. The probable cause was determined to be a faulty air-in-line sensor. The device passed all functional testing after repair.